Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has received a button error alarm on the insulin pump twice today. Customer stated that when she initially got the alarm, she tried to clear it. Customer stated that it just flashed for about 5 minutes but eventually it cleared. Customer's blood glucose was 45 mg/dl at the time. Customer has since treated via glucose tablets and her current blood glucose is 179 mg/dl. Customer reported that she had multiple button error alarms on the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with intermittent esc and act button response due to corroded keypad traces. No button error alarms or unexpected flashing screen noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, a cracked reservoir tube window and cracked reservoir tube window corners.